Manufacturer narrative:
Patient identifier: sids = (B)(6). This report is being filed on an international product, alinity I stat high sensitive troponin-I, list number 08p13, that has a similar product distributed in the us, list number 04z21. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a false positive alinity I stat high sensitive troponin-I result was generated for one patient with a history of heart failure. The same sample generated a negative result on the istat. Another sample was collected the next day for repeat testing which generated similar results. The following data was provided: reference range for alinity: 0 to 34 ng/l is negative, 34 ng/l is positive. First sample: (B)(6)2022, sid (B)(6). Alinity result = 53 ng/l (positive), istat result sid (B)(6) = 30s ng/ml (negative). Second sample: (B)(6) 2022, sid (B)(6). Alinity result = 52 ng/l (positive), istat result sid (B)(6). = 40 ng/ml (negative). The customer stated the negative result seems to be closer to the clinical context of the patient. No impact to patient management was reported.

Event description:
Attachment was provided by the customer on 07oct2022 which included printouts from the alinity I analyzer and the istat analyzer. The first sample from (B)(6) 2022, the sid from the alinity is (B)(6) not (B)(6) . The second sample from (B)(6) 2022, the sid from the alinity is (B)(6) not (B)(6) . The results from the istat analyzer previously provided were incorrect. The following were the correct results from the istat analyzer: (B)(6) 2022 istat result = 0.00 ng/ml. (B)(6) 2022 istat result = 0.04 ng/ml.

Manufacturer narrative:
The complaint investigation for falsely elevated alinity I stat high sensitive troponin-I results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances, potential non-conformances or deviations with lot 39568ud00 and complaint issue. The overall performance of the alinity I stat high sensitive troponin-I assay was reviewed using field data from customers worldwide. The median patient result for lot 39568ud00 is within 1sd of the established baseline, indicating the reagent lot is comparable with other lots in the field, confirming no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer's issue. Per product labeling, for mi diagnostic purposes, the alinity I stat high sensitive troponin-I results should be used in conjunction with other information such as ECG, clinical observations, and symptoms, etc. Based on this investigation, no systemic issue or deficiency with the alinity I stat high sensitive troponin-I, reagent lot 39568ud00 was identified.section a: a1-patient identifier: the first sample from (B)(6) 2022, the sid from the alinity was (B)(6) not (B)(6) . The second sample from (B)(6) 2022, the sid from the alinity was (B)(6) not (B)(6) . Section b: b5 - describe event or problem: the results from the istat analyzer and sids from the alinity analyzer were updated based on printouts provided by the customer on 07oct2022. Section d: d4 - lot no: updated from unknown to 39568ud00.